Event description:
It was reported that the insulin pump alarmed no delivery when the reservoir was full. The blood glucose reading was 123 mg/dl. The customer stated that during the fixed prime, only 1 drop fell from the tubing. She proceeded to disconnect and push insulin through the tubing using a plunger, reporting that the insulin did exit the tubing. The manual prime process was completed successfully. Advised that the insulin pump was working as designed and that the alarm had been caused by an infusion set or reservoir occlusion. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.